Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The consultant surgeon reported that the tip of the gamma lag screw drill came off during the case. The parts were retrieved from the patient. The surgeon further reported that a trainee was undertaking the procedure and that he continued to drill, drilling through the side of the gamma nail as he did not check that the jig had been tightened properly. The gamma nail had to be removed during the procedure and the case was completed using a new gamma nail. The stryker rep has offered additional in service training.

Manufacturer narrative:
The reported event that the lag screw step drill gamma3 10.5x495 mm was alleged of a instruments - drill - broken could be confirmed. The consultant surgeon, reported that the tip of the gamma lag screw drill came off during the case. The parts were retrieved from the patient the surgeon further reported that a trainee was undertaking the procedure and that he continued to drill, drilling through the side of the gamma nail as he did not check that the jig had been tightened properly. The gamma nail had to be removed during the procedure and the case was completed using a new gamma nail. The stryker rep has offered additional in-service training. On the gamma 3 lag screw drill came back with a broken tip, on the cutting edges were found several blunt as well as damaged areas, on the fracture surface can be seen significant torsion traces, drilling marks were also found in the implant. The investigation of the drill and the order papers revealed no deviations during production and in-process tests, all dimensions and degrees of hardness are in accordance with the drawing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated. No deficiency of the device was verified. According to the event description the trainee did not tighten the targeting equipment as required. Thus, the cause of the event is user related.

Event description:
The consultant surgeon reported that the tip of the gamma lag screw drill came off during the case. The parts were retrieved from the patient. The surgeon further reported that a trainee was undertaking the procedure and that he continued to drill, drilling through the side of the gamma nail as he did not check that the jig had been tightened properly. The gamma nail had to be removed during the procedure and the case was completed using a new gamma nail. The stryker rep has offered additional in service training.